Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that withdrawal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for pre-dilation. However, on initial inflation at 18 atmospheres for 30 seconds, the inflation lumen go flattened and a non-bsc guidewire got stuck. The device was balloon was removed with the wire and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 10:17 am CT. The report number is being corrected from: 2134265-2018-64576 to: 2134265-2018-63417.

Event description:
It was reported that withdrawal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for pre-dilation. However, on initial inflation at 18 atmospheres for 30 seconds, the inflation lumen go flattened and a non-bsc guidewire got stuck. The device was balloon was removed with the wire and the procedure was completed with a different device. No patient complications were reported. Device evaluated by MFR: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks on the hypotube at 51.5cm and 99.5cm from the hub. Microscopic examination revealed that the tip is damaged. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen and the balloon is loosely folded. A .014 inch test guide wire was advanced into the guide wire lumen and passed through without any difficulty. Inspection of the remainder of the device presented no other damage or irregularities.